Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16 mmol/l; cause due to cartridge change error. Customer did not take action to address bg level. Customer reverted to manual injection for insulin therapy.